Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx0193 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a crack with the proximal end of the peel-away sheath. This made it difficult to complete the skin puncture successfully and made the sheath inaccessible to the vessel. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed and appears to be manufacturing related. One 4.5 fr x 5cm microez microintroducer was returned for evaluation. Blood residue was visible on the dilator and sheath. Microscopic observation of the sheath tip revealed a longitudinal split. The split edges are straight. No deformation or bunching to suggest advancement against resistance was noted. Based on the information provided, possible contributing factors include material damage and damage during handling. Since the sheath was observed to contain a split, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.

Event description:
It was reported that there was a crack with the proximal end of the peel-away sheath. This made it difficult to complete the skin puncture successfully and made the sheath inaccessible to the vessel. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of damage on the microintroducer sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer sheath was provided for evaluation. The dilator is shown to be present within the sheath. No apparent evidence of use was observed. There is a longitudinal split extending from the sheath tip on the device. The characteristics of the split surface could not be closely inspected from the image. Based on the information provided, possible contributing factors include material damage and advancement against resistance. No findings from the manufacturing review indicated a manufacturing/processing related event caused or contributed to the reported issue. Since the sheath was observed to contain a split, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that there was a crack with the proximal end of the peel-away sheath. This made it difficult to complete the skin puncture successfully and made the sheath inaccessible to the vessel. No other information was provided.